Event description:
The lay-user/patient contacted lifescan (lfs) (B)(4) on (B)(6) 2011 alleging that the onetouch ultra meter has an error 2 issue. This complaint is classified according to the documentation of the customer care advocate. The patient does not take any medication to manage his diabetes. Reportedly, the patient was unable to use the subject meter to test her blood glucose for 15 days. Around (B)(6) 2011, the patient allegedly developed symptom of "sweat" and administered self treatment with food/drink. The customer care advocate was able to resolve the error 2 issue with training. It was discovered that the patient was applying the sample incorrectly at the time of concern. This complaint is being reported due to user error and because the patient had symptom and received medical treatment suggestive for hypoglycemia after she was unable to use the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # k062195.